Event description:
Upon inspection of the returned loaner kit from the hosp it was found that the tip of the screw driver blade was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.